Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Delivery wire and sheath were returned. The coil was not returned. The delivery wire was inspected and no issues was observed. The delivery wire was remove from sheath without resistance. The interlocking arm of the delivery wire was inspected and no issues was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 04-apr-2018. It was reported that coil got stuck and failed to detached. Vascular access was obtain via brachial artery. The eccentric, denovo, target lesion was located in the severely tortuous and severely calcified renal artery. A 8mmx20cm interlock¿ was selected for use. During the procedure, it was noted that the coil got jammed and did not detach. The device was then retrieved and procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the coil was not returned.